Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was a break in the supply line approximately 140 cm from the manifold of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation the catheter broke. This angiojet solent proxi catheter was selected for preparation; however, as it came out of the package the device was found broken. It was further reported that the catheter was broken halfway down the plastic at a portion that would enter the patient. The device was not used inside the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation the catheter broke. This angiojet solent¿ proxi catheter was selected for preparation; however, as it came out of the package the device was found broken. It was further reported that the catheter was broken halfway down the plastic at a portion that would enter the patient. The device was not used inside the patient. The procedure was completed with another of the same device.